Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately one year post filter implantation, a filter retrieval was unsuccessful as the filter was discovered to be tilted. Pt status at this time is unk.